Event description:
The customer reported that during a 12 lead ECG the v5 lead was intermittent. There is no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that during a 12 lead ECG the v5 lead was intermittent. There is no reported pt involvement. The device was evaluated by a philips fse. The reported symptom was confirmed. The issue was isolated to the ECG trunk cable. The ECG trunk cable was replaced to resolve the issue. The device then passed all required testing and remains at the customer site for use. This was a malfunction of the ECG trunk cable. Replacement of the trunk cable resolved the issue.